Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: hospital wanted on site repair/inspection of hamilton c1 sn (B)(6) because rt claims vent went into standby on it's own. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: hospital wanted on site repair/inspection of hamilton c1 sn (B)(6) because rt claims vent went into standby on it's own. No patient involvement.